Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (connector won't stay latched) was confirmed. As received, the trunk cable connector was cracked and the latch was damaged. The cause of the inablity to stay latched is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not stay latched to the monitor.